Event description:
During a follow-up, noise resulting in oversensing, decreased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduce. An x-ray was performed and no anomalies were observed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that lead damage was suspected but not confirmed.